Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). This report is related to a clinical trial, therefore no product will be returned for analysis.

Event description:
It was reported that a patient participated in a clinical trial and underwent a laparoscopic pancreatectomy procedure on (B)(6) 2019 and an absorbable hemostat was used. During the surgery, many varicose vessels were identified in the omentum. A large (20cm) tumor located in the tail of the pancreas was completely removed. The absorbable hemostat was used to stop the bleeding from the tissues adjacent to the superior mesenteric artery. On pod 1 ((B)(6) 2019), the subject was diagnosed with "seroperitoneum" by ultrasound imaging. An abdominal puncture was performed, and drainage tube was placed evacuating 1150 ml of dark red in color fluid. The next day, drainage volume decreased to 20 ml and was 0 ml during the following days until the drainage tube was removed on (B)(6) 2019. The CT report performed on (B)(6) 2019 indicated hematocele with pneumatosis and exudation in the surgical area. The follow up CT on (B)(6) 2019 indicated reduced hematocele with small amount of pneumatosis and exudation. Both events were resolved.

Manufacturer narrative:
Product complaint #: (B)(4). Patient codes: 3191 - hemorrhagic ascites; 3191 - exudation; 3191 - hematocele; 3191 - pneumatosis.